Event description:
Event reported as, "patient presented esophageal perforation two weeks after lap-band surgery in...band was removed in (two months later). A fistula, with fluid coming out from the access port was discovered and treated by drainage and by two covered endo-prothesis in (the next month). Endo-prothesis were removed in (a month later). Patient is now doing well.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to indicate the product serial number, full implant date and full explant date. The information has not yet been received by allergan. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. The lap-band was explanted and discarded and will not be returned. The access port remains implanted, but the reporter has been requested to return it if it is removed. The reporter of the complaint was asked for patient information, lab tests, op reports and clarification of the alleged events. The information has not yet been received by allergan. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible perforation of the esophagus or stomach. "During insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach." "Discard the calibration tube after use only when one surgeon has completed surgery. During insertion of the calibration balloon, care must be taken to prevent perforation of the esophagus or stomach."